Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer also reported that the cannula was bent and infusion set tubing was detachment at site. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for bent cannula and detachment. The insulin pump will not be returned for analysis.